Event description:
It was reported that battery voltage was low at 2.59v, and there had been 0% pacing and no shocks. There was reportedly possible high current drain. The device was explanted and replaced. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis found the battery voltage at 2.59v, which is above rrt (recommended replacement time) and consistent with the reported event. The device was fully functional. Further analysis found the battery voltage was below bol (beginning of life) at implant, with a value of 2.83v. A battery filter capacitor was leaking excess current, which caused the battery to deplete prior to implant. As a result, the device did not meet its expected longevity. It was reported that battery voltage was low at 2.59v, and there had been 0% pacing and no shocks. There was reportedly possible high current drain. The device was explanted and replaced. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure capacitor (ceramic chip) device was out of specification in a manner that relates to event battery, premature discharge of.